Event description:
It was reported by the facility: on (B)(6) 2013, the small battery drive was reported to have no power and would not run. Further, the casing for battery electrodes are off; the jacobs chuck with key will not hold the attachment, and the quick coupling will not hold or attach the reamer. It was also reported the small battery drive locking mechanism was malfunctioning and was leaking. No additional information was provided. This is 2 of 2 devices for the same event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). The facility reports that the customers complaint that the device electrodes were off was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to usage and wear over time. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Additional narrative: a service history of the past six months was reviewed. The item was previously returned for service on 29-apr-2013 due to does not function. A service request for this item was called in on 16-jul-2013 for unit electrodes are off. The previous service condition of does not function is not relevant to the current complained issue of unit electrodes are off. (B)(4).